Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent migration), patient's condition affected effectiveness of device (disease progression, dilatation of the aortic neck, type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression, dilatation of the aortic neck, type ii endoleak).

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately (B)(6) months ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that the aneurysm currently measures 7 cm, which is approximately 2 cm large than what it was at the time of implant. The aortic neck is 28 mm in diameter at the lowest renal artery, 18 mm below the renal arteries it is 30 mm in diameter. There is disease progression with aortic neck dilatation and aortic neck angulation of 35 degrees. A recent CT for another issue was performed and showed that the stent graft has migrated distally approximately 18 mm without a type I endoleak. The patient was treated with an endurant aortic cuff to address the migration. The was a type ii endoleak seen on angio at the end of the case. No additional clinical sequelae were reported and the patient is fine.